Manufacturer narrative:
The patient¿s age and weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was admitted into the ER for having severe pain at the driveline site. A system controller log file was submitted and reviewed by the manufacturer¿s technical services representative and no unusual events were observed in the log file. It was reported that patient had antibiotic beads placed for a driveline infection, and was sent home that weekend after the beads were exchanged.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.